Event description:
On behalf of the customer, a healthcare professional reported the filament of the abbott diabetes care (adc) device remained in the customer's skin. The customer had contact with a healthcare professional who removed the needle for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no damage was observed. Severed sensor tail was observed, however, it was attached to the adhesive. The sensor plug was properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly and cracked sensor neck was observed. Issue will be closed to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a healthcare professional reported the filament of the abbott diabetes care (adc) device remained in the customer's skin. The customer had contact with a healthcare professional who removed the needle for treatment. There was no report of death or permanent impairment associated with this event.